Manufacturer narrative:
The insulin pump was received with a black blotch on the display window. No missing segments or cosmetic damage was noted.

Event description:
*It was reported that insulin pump has a black dot under the time on the display making it hard to read the screen. Customer's blood glucose reading was 98 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).